Event description:
Per the clinic, the patient experienced intermittencies, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
The device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery.